Manufacturer narrative:
(B)(4). Date sent: 8/21/2023.

Manufacturer narrative:
(B)(4). Date sent: 8/31/2023. D4 batch #: x7004l. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with no apparent damage. The device was tested on the generator and was functional, activating when each of the max and min activation buttons was depressed, but no continuous activation occurred during any functional testing.  The device was disassembled to verify the condition of the internal components for evidence associated with the continuous activation and no anomalies were found. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. It could not be determined why reportedly the device kept being activated after releasing the activation buttons. Although no conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch x7004l and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/13/2023. B3: event year only reported: 2023. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation is pending for the finished device lot number. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the both buttons are activated when only either on of the button is actually pushed. There were no patient consequences.